Event description:
On (B)(6) 2011, a monarc subfascial sling was implanted on (B)(6) 2011, it was reported that the doctor discovered a "finger-tip" size extrusion. He said that when the pt returns for examination, he will "cut around" the mesh and close the thicker mucosal tissue over the mesh. The doctor reports this is not a "major concern" for him (he believes his fingers are big and they tear the vaginal mucosa/incision site and admitted that it was his technique that caused the extrusion. He "fully believes" in the efficacy of the monarc.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.